Manufacturer narrative:
No product was provided. No x-rays provided. The brand of the conflicting tka prosthesis is unknown. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the targeting guide was unable to align the screw to the hole properly due to an existing total knee arthroplasty. The surgeon had to remove and free hand the proximal hole.